Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device "started beeping." It was further reported that the patient's carelink monitor had been unable to transmit for three days. The device remains in use and no patient complications have been reported as a result of this event.